Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. It was noted the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead was performed. Products: edr01 implantable pulse generator (ipg) implanted: 2007 (B)(6); 5076-52 implantable pacing lead implanted: 2011 (B)(6). (B)(4).